Manufacturer narrative:
The customer found a leak at the tubing at pinch valve pv37. The customer replaced the tubing, which repaired the leak. The beckman coulter internal identifier for this event is (B)(6).

Event description:
The customer reported a blue leak from the coulter lh 500 hematology analyzer. The volume of the leak was about 20 ml and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.